Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that three days after the catheter was indwelled in the pt's subclavian, the dressing on the catheter was found wet while in the pt's room. As a result, the catheter was exchanged and used without issue. There was no reported delay, death or complications to the pt.